Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor 0m000d1xdhd has been returned and investigated. The sensor plug was properly seated in the mount and no issues were observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection on sensor plug assembly and no issues were observed. Current was applied to the sensor to perform sim vivo testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor. Because of the customer not being able to monitor their blood glucose, on (B)(6)2020, the customer had unspecified hypoglycemic symptoms and was unable to treat themselves. Non-hcp contact was made and the customer was treated with insulin gel for treatment. Please note that the treatment of insulin gel is not consistent with symptoms of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "replace sensor," when scanning the adc freestyle libre sensor. Because of the customer not being able to monitor their blood glucose, on (B)(6) 2020, the customer had unspecified hypoglycemic symptoms and was unable to treat themselves. Non-hcp contact was made and the customer was treated with insulin gel for treatment. Please note that the treatment of insulin gel is not consistent with symptoms of hypoglycemia. There was no report of death or permanent injury associated with this event.